Event description:
The sales representative reported on behalf of the customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 was being used during a posterior spinal fusion on (B)(6) 2024 and the¿plp2020 remained activated even after surgeon was not pressing the activation button resulting in patient and surgeon burn.¿ per further assessment it was found that the esu used at the time of the event was the ft10 by medtronic with settings of 30/30. The doctor's burn was reported as "...minimal and not graded" and there was no medical/surgical intervention required. The current status of the doctor was reported as "he is just fine". The patient's burn was reported as 1st degree and "silvadene cream was placed out of an abundance of caution. No other intervention". The current status of the patient was reported as "stable and fine". No prolonged hospitalization was required. The procedure was completed with a new plp2020 and it was plugged into a ¿separate generator¿. There was a ¿minimal delay - long enough to open another plp2020 and plug in to esu¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Correction: d1 brand name was corrected to plumepen manufacturer narrative: received one plp2020 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was returned with the power cord and smoke evacuation tubing cut. During an internal inspection there was evidence of the coag button being concaved. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that a concaved coag button is causing internal wires to make contact leading to auto-activation. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 was being used during a posterior spinal fusion on (B)(6) 2024 and the¿plp2020 remained activated even after surgeon was not pressing the activation button resulting in patient and surgeon burn.¿ per further assessment it was found that the esu used at the time of the event was the ft10 by medtronic with settings of 30/30. The doctor's burn was reported as "...minimal and not graded" and there was no medical/surgical intervention required. The current status of the doctor was reported as "he is just fine". The patient's burn was reported as 1st degree and "silvadene cream was placed out of an abundance of caution. No other intervention". The current status of the patient was reported as "stable and fine". No prolonged hospitalization was required. The procedure was completed with a new plp2020 and it was plugged into a ¿separate generator¿. There was a ¿minimal delay - long enough to open another plp2020 and plug in to esu.¿ this report is being raised due to the reported malfunction with potential for injury upon reoccurrence.